Manufacturer narrative:
The device was not returned for analysis. The analysis is therefore based on the inspection of the quality documents accompanying this particular device. The mfg process for this device was re-investigated. All production steps had been performed accordingly. There was no sign of any inconsistency during the mfg process, which might be related to the clinical observation. In summary, the device was not returned for analysis. The review of the quality documents confirmed a regular device mfg.

Event description:
Boston scientific received info that the pt presented to the emergency room with symptoms that he had prior to implant and upon interrogation loss of capture was noted. An x-ray confirmed dislodgement. The field rep was unaware of the resolution. An email was sent to the field rep in an attempt to obtain resolution and clarification around what type of symptoms the pt was experiencing. No additional info is currently available. If additional info becomes available, the event will be updated.

Manufacturer narrative:
Upon receipt, the lead was found dissected. All parts of the lead were received. The morphology of the cuttings indicate, that the fragmentation of the lead most likely originated from the explantation procedure. The returned device was visually and electrically analyzed. The inspection of the insulation confirmed that the lead was, apart from the present cuttings, free of insulation breaches. In addition, the dc resistances of the conductor fragments were investigated and proved to be flawless. No peculiarities were found. Cuttings in the insulation and deformations of the coil occurred most likely during surgery. The quality documents associated with the manufacture of this particular device were re-investigated. There was no sign of any inconsistency during production and final acceptance test. In summary, no indication of a material or manufacturing problem was noted during analysis.